Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with the peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of staphylococcus epidermis which are bacterium normally found on human skin. Therefore, based on the reported information, the peritonitis can be attributed to touch contamination during the pd exchange, as reported by the pd nurse.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2022- (B)(6) 2022 with peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. It was stated the patient was transitioned to hemodialysis for renal replacement needs due to issues with the patient¿s pd catheter (not a fresenius product). In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. While hospitalized, the patient had a pd culture obtained which grew the bacteria staphylococcus epidermis. The patient was initiated on antibiotic therapy with vancomycin (dose unknown). However, per the nurse, patient¿s pd catheter (not a fresenius product) was not working properly and subsequently the patient had a hemodialysis catheter placed. The patient was transitioned to hemodialysis and the patient continued vancomycin therapy intravenously (IV). On 3/nov/2022, the patient discharged from the hospital and is recovering from the event. Currently, the patient is continuing outpatient hemodialysis as the pd catheter (not a fresenius product) is still not working properly. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to touch contamination during the pd exchange.

Event description:
On 11/nov/2022, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2022 with peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. It was stated the patient was transitioned to hemodialysis for renal replacement needs due to issues with the patient¿s pd catheter (not a fresenius product). In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022 the patient went to the hospital and was admitted. While hospitalized, the patient had a pd culture obtained which grew the bacteria staphylococcus epidermis. The patient was initiated on antibiotic therapy with vancomycin (dose unknown). However, per the nurse, patient¿s pd catheter (not a fresenius product) was not working properly and subsequently the patient had a hemodialysis catheter placed. The patient was transitioned to hemodialysis and the patient continued vancomycin therapy intravenously (IV). On (B)(6) 2022 the patient discharged from the hospital and is recovering from the event. Currently, the patient is continuing outpatient hemodialysis as the pd catheter (not a fresenius product) is still not working properly. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to touch contamination during the pd exchange.

Manufacturer narrative:
Correction provided in b6. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.